Event description:
The patient reported loud squeaking of the joint and stated he had exploratory surgery. During the exploratory surgery the surgeon injected steroids to reduce swelling, no product was explanted. The surgeon's office has not confirmed the allegations at this time. The patient reports there is no revision surgery scheduled, he is currently seeking a second opinion from another surgeon in his area.

Manufacturer narrative:
The products remain implanted, therefore no product is available for evaluation. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of two for the same event.